Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: repeated use causes the cable to break off.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model ec-3490li/serial (B)(4). Additional information received from the facility contact confirmed the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax. Pentax service inspectional findings included: unit tested all function pass, passed wet leak test, passed dry leak test. The customer complaint was not confirmed. Since no repairs were required, the device was returned to the loaner inventory. The device has been routinely serviced by pentax since install.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.